Event description:
It was reported during surgery while drilling holes in the continuum shell for screws the drill bit broke. Another drill bit from another tray was used and it instantly broke. There was no patient harm or impact. The drill bits did not fall into the patient, the drill bits broke in the surgeon's hand while drilling with the drill guide. The surgery was completed by the surgeon simply not deciding to drill a hole through the implant hip shell. Instead, the surgeon opted to use the implant screw and self-tap them in, using the threads of the screw to create the hole.

Manufacturer narrative:
(B)(4). D10: 00879000703 modular flex drill bit 3.2 mm diameter 30 mm length unknown. Proposed component code: mechanical (g04)- drill. Visual examination of the provided pictures identified two broken drill bits covered in bio-debris. No further evaluation can be made from the provided pictures. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the provided picture of the fractured drills. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.